Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of contralateral implant.

Event description:
Patient reported left side "pain; discomfort", "rash", "fluid", "left nipple slow", "radial folds", "bia -alcl the concern", "silicon leak from the implant", "free silicon in capsule" and "capsular contracture" baker grade iii. The device has been explanted.